Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported a touchscreen failure. The device was not being used for treatment when the reported event occurred and there was no patient involvement. The manufacturer's international service technician evaluated the device and confirmed the reported problem. The service technician replaced the touchscreen and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing.